Manufacturer narrative:
Consumer reported experiencing swelling of their outer eyelid and dry skin while using the product. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. No product was returned for evaluation, and no product lot was identified.

Event description:
Consumer reported experiencing swelling of their outer eyelid and dry skin while using the product. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
With the condition recurring months after the product was last used, the condition is not likely related to the product.

Event description:
During initial contact with consumer, consumer indicated that she had issues with her outer eyelids swelling and having a film that left dry skin. The consumer also reported that she discontinued use of the product. Three months later, the consumer communicated that she still had recurring issues with her eyes and that she had a doctor evaluation. Information obtained from the healthcare provider indicated that the patient presented with a red, erythematous, itchy rash on both eyelids. The practitioner diagnosed blepharitis and recommended cold/warm (unspecified) compress for a week. Practitioner reported that the patient recovered and that the cause of the event was unknown.